Manufacturer narrative:
There were no samples returned as the procedure went well with no reported device malfunctions. If additional information is obtained pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(4) 2014, the manufacturer was notified of a case where a patient with underlying co-morbidities including lung disease and sleep apnea underwent general anesthesia followed by circumferential rfa for barrett's esophagus and high-grade dysplasia. The procedure was without acute adverse event and without device malfunction. No significant bleeding or signs of unintended esophageal injury were noted. In recovery, the patient was short of breath (as he was often at baseline), so a chest radiograph was performed and read as suspicious for a small amount of mediastinal air. A contrast esophagram was performed to rule out esophageal perforation, and the findings of this study showed no leak of contrast. The physician noted that he did not therefore believe there was a leak or a perforation. Given the patient's comorbidities, he was admitted for observation overnight. The following day, there was no report of elevated white blood cell count and no fever, so the patient was discharged to home. On day 8, the manufacturer again communicated with the physician who confirmed that the patient has continued to do well with no complaints of chest pain and no fever. While there is no specific patient injury to report, the manufacturer is reporting this event out of an abundance of caution due to the fact that the patient was admitted for observation after the procedure.